Event description:
Technician alleged that the head section is not lowering. No injury reported.

Manufacturer narrative:
The technician found that the stretcher had a defective auto contour linkage. The technician adjusted the auto contour linkage to resolve the issue.